Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The testing of components had no failures. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that, in cycle 6 of the treatment performed on (B)(6) 2016, the patient's cycler filled the patient with 3,006 ml of solution, and drained out 6,189 ml of effluent. The prescribed fill volume for this patient was 3,000 ml. The reported large drain of 6,189 ml was 206% of the prescribed fill volume. No injury was alleged as a result of the overfill. The patient's peritoneal dialysis nurse remarked that the patient had a large abdomen, and therefore was able to shoulder the pressure from the fluid, but discomfort and pain were still experienced. No hospitalization or medical intervention was necessitated; the patient drained the fluid as they normally would, with no other impact. No medical records specific to this incident were generated, and therefore none were available upon request.